Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found separated.

Manufacturer narrative:
(B)(4). The customer returned a used spring-wire guide and catheter for evaluation. The spring-wire guide was found to be unraveled from the distal end, with the distal weld being detached from the inner core wire. The part of the outer coil with the distal weld attached was separated from the spring-wire guide and found inside the catheter body. The distal end of the core wire and the distal weld showed signs of necking, indicating undue force was applied to the spring-wire guide. No issues were observed with the catheter. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The catheter body and inner diameter of the catheter tip were measured and were also within specification. A lab inventory guidewire was passed through the catheter without issue. A manual tug test was performed to confirm the proximal weld was intact. A device history record review was performed and no relevant findings were identified. (Con't) other remarks: the instructions-for-use (IFU) that are packaged with this product instructs that if resistance is encountered while withdrawing the spring-wire guide from the catheter, the catheter should be withdrawn about 2-3 cm relative to the spring-wire guide. If resistance is encountered again the spring-wire guide and catheter should be removed simultaneously. The IFU also warns against applying excessive force in removing the spring-wire guide or catheter. The customer reported issue of the spring-wire guide becoming separated during use was confirmed during the sample investigation. Visual inspection of the spring-wire guide determined that the distal weld detached due to undue force being applied at the distal tip. Dimensional and functional inspections were performed on the guidewire and catheter and no issues were identified. A device history record review was performed and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is o perational context.

Event description:
The customer reports the swg (spring wire guide) was found separated.